Manufacturer narrative:
(B)(4). The issue will be investigated by manufacturing site.

Event description:
On (B)(6) 2017 maquet (B)(4) became aware of an incident with one of surgical lights- powerled. As it was stated, a fixing screw fell into operating field during surgery. There was no injury reported however we decided to report the issue in abundance of caution. Manufacturer reference number #(B)(4).

Manufacturer narrative:
Maquet (B)(4) became aware of an incident with surgical light powerled device. It was stated that the spring arm¿s fixing screw fell off into the sterile field. There was no patient injury. It was established that when the event occurred, the light-head did not meet its specification and it contributed to event. In the time when the event occurred the device was being used for the patient treatment. During the investigation it was found that there is no apparent increase in trend with the issue at hand and that the reported scenario has never lead, to date, to serious injury or worse. The fall of the fixing screw was caused by progressive loosening of the screw. As the spring arm was installed in (B)(6) 2017 (8 months before the incident) the root cause appears to be an incorrect initial tightening at the installation. The technician who performed the installation of this device is made aware of the problem. We believe that our devices are performing correctly on the market.

Event description:
(B)(4).